Event description:
The customer reported to customer service that the transformer housing for her breast pump is broken and being held together by a rubber band. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back are on-going. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five time from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.